Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that she had trouble changing the infusion set on the night prior. The customer's sister stated that a new battery was inserted into the device, and it looked as though there was not enough insulin in the reservoir. She stated that the customer was confused and combative. The blood glucose reading was 262 mg/dl. Upon review of the alarm history, it was found that there were no major alarms. The customer had not completed the fill cannula process. The caller was unable to located the tubing clamps, and the high blood glucose troubleshoot was unable to be performed. Nothing further reported.